Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
It was reported that a powercross balloon catheter was used during post inflation of a stent. At 6 atmospheres, the balloon ruptured. Balloon was removed without incident. No patient injury reported. Evaluation summary: the powercross dilation catheter was received for evaluation without any ancillary devices or cine images from the procedure. The balloon chamber contained significant blood residue. The blood residue was flushed out and a pinhole leak was detected 12 mm from the proximal marker band.